Manufacturer narrative:
This report is submitted on april 05, 2022.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to perform a revision surgery due to an infection and purulent discharge. Subsequently, the patient was treated with antibiotics (specific type, date and duration not specified) however, the symptoms did not resolve. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on july 13, 2022.